Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a calcified left circumflex artery (lcx) and distal left main artery (lm). During treatment, it was noted a calcified nodule led to oad crown jumping. This occurred after five treatments. The first four treatments were performed proximal to distal and during the fifth treatment, the oad crown jump occurred. The oad stopped working and the oad driveshaft was detached. The oad crown was stuck on the viperwire guide wire. The entire system was removed without any patient complications. The patient was in stable condition.

Manufacturer narrative:
A visual inspection, functional testing, and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. The reported crown jumping was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported, driveshaft fracture appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture revealed evidence indicating that the fracture occurred while spinning in an elevated stress environment. The cause of the stress condition that led to the fracture is unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: g2. Updated: h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply).

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat a calcified left circumflex artery (lcx) and distal left main artery (lm). During treatment, it was noted a calcified nodule led to oad crown jumping. This occurred after five treatments. The first four treatments were performed proximal to distal and during the fifth treatment, the oad crown jump occurred. The oad stopped working and the oad driveshaft was detached. The oad crown was stuck on the viperwire guide wire. The entire system was removed without any patient complications. The patient was in stable condition.